Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. While closing the uterus the suture became detached from the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.